Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to be in backup vvi mode post external cardioversion. A device download was performed successfully. The patient was stable.